Manufacturer narrative:
This report is for an unknown 2.7 mm variable angle locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during olecranon procedure to repair olecranon and proximal humeral fracture a 2.7 mm variable angle locking screw would not engage in proximal locking hole of a two-hole right 2.7 mm/ 3.5 mm variable angle - locking compression plate (va-lcp) olecranon plate and then screw was unable to be removed and was spinning freely in the plate hole. Screw was not removed and surgery was completed successfully with delay of unknown duration, but reported as minimal. Patient status was reported as stable. Concomitant devices reported: two-hole right 2.7 mm/ 3.5 mm va-lcp olecranon plate (part 02.107.202, lot unknown, quantity 1). This report is for an unknown 2.7 mm variable angle locking screw. This is report 1 of 1 for (B)(4).